Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a qcv-detected failure in section a1 of the minividas® instrument on 10-mar-2019. A biomérieux investigation was conducted. The local field service engineer (fse) visited the customer site to evaluate the instrument and performed several actions: visual inspection of the seals. Replacement of the seals was performed. Visual inspection of the instrument. Performed a pump tester. Pump tester failed on position a1 : value for the position a1 =39. Test showed that position a1 was clogged. Pump clean on section a. Performed a new pump tester after the cleaning. Value for the position a1 was in the range. All pass after cleaning. Checked spr blocks alignment for section a nothing to report. Checked spr block and adjust, nothing to report. Checked tower height for section a, no adjustment necessary. Checked tower height, no adjustment necessary. Checked pump block for section, no adjustment necessary. Checked pump block, no adjustment necessary. Checked tray depth for section a, no adjustment necessary. Checked tray depth, no adjustment was necessary. Performed a leak test and a qcv test in all positions of the instrument in order to qualify it after the fse's intervention. All results for the leak test and qcv test were conform. The tv1 result values were conform for all positions. Conclusion : the cause of the qcv failure was due to a clog on position 1 of section a. The clog was removed after cleaning. A retrospective analysis was performed between 09-mar-2019(last correct qcv) and 10-mar-2019 (date of qcv failure) and showed the following: thirteen (13) results had no interpretation change. Six (6) pct samples were affected by the issue with a potential interpretation change. One (1) result without data provided. According to the customer, there were not clinical consequences. The patients were properly cared for because these patients were having pct ordered every day regardless of the customer's issue with the system.

Event description:
A customer in the united states contacted biomérieux to report a qcv-detected failure of the minividas® instrument; the tv1 value was low. The qcv-detected failure occurred on (B)(6) 2019; the most recent successful qcv occurred (B)(6) 2019. The customer performs qcv once per week in accordance with the guidance provided in field recall fsca-3749. The only assay used by the customer is pct (procalcitonin). The customer performed a retrospective analysis of all tests (where there was enough sample volume remaining) processed since the last successful qcv on (B)(6) 2019. The customer stated all of the retest results were similar to the initial results, and no interpretation changed. Therefore no incorrect results were reported to a physician. However, biomérieux review of the initial and re-test results submitted by the customer determined an interpretation change for one sample that was underestimated with initial testing (initial result of <0.5 with a re-test result of 3.34). In spite of multiple queries by biomérieux to obtain further detail associated with result reporting, patient treatment and outcome, the customer has not provided any feedback. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux internal investigation will be conducted.